Event description:
It was reported that a patient encountered a burning smell on the homechoice device (no additional details provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.